Event description:
Customer's mother (customer is a (B)(6)) reported receiving erratic readings from their adc blood glucose meter. Caller reported receiving readings of 49 mg/dl, 186 mg/dl, 501 mg/dl (hi) and 73 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Caller further reported the child was feeling "weak, hungry, irritable and had pale skin". No third-party medical intervention was required. Customer's mother gave the child two glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).